Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture was broken when the nurse opened the package. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
It was reported that the procedure was a perineum latero surgery.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.